Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer reported that one day she had not eaten anything and only had a cup of coffee but still had a high blood glucose of 270 mg/dl. The next day, the blood glucose continued to rise despite boluses. The customer went to the hospital and was treated with an IV drip and manual injection and was taken off of the insulin pump. The blood glucose reading at the time of hospitalization was 350 mg/dl. The customer reported that the drive support disk appeared normal and recessed and was unable to check for air bubbles or leaks in the reservoir or tubing or site or insulin issues, and declined to check settings. When off the insulin pump the blood glucose was 96 mg/dl, and when starting it again went back up to 200 mg/dl. The customer declined further troubleshooting and was advised that the insulin pump would be replaced and agreed to return the product for analysis.